Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a damaged display issue. The screen is heavily scratched. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/18/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/09/2013 with the following findings: the display lens was observed to have multiple scratches on it and a pinkish contrast. The pump cover was removed and replaced with a new test screen and found to be fully functional. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.